Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery problem and blank display.. Customer's blood glucose at time of incident was unknown. The customer reported that she had issues with batteries over the last two weeks and nothing today it did not power on at all. The customer has already reverted to backup plan and has a replaced pump. The customer doesn't know to program the basal rates. The customer declined to troubleshoot for the blank and would like to program new device. The customer was connected to the care link team to get her settings.